Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to interface board broken solder joint. The device passed self-test. No external ram crc error alarm noted during testing. The device was received with cracked case at display window corner, reservoir tube, and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart twice. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised the device needed to be replaced. Customer was advised to monitor the device closely if customer decided to continue use of the device until the replacement arrived. Customer agreed to return the device for analysis.